Manufacturer narrative:
Initial and final (B)(4) -device 3 of 3. Patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced three tape not sticking issues after a few minutes of use on (B)(6) 2026. No further information is available.